Event description:
The end user fell while walking with the crutches.

Manufacturer narrative:
It was reported that while walking on a hardwood floor she fell when one of the red c clamps broke and the hand grip released. She is recovering from a left ankle reconstruction. She followed up with her surgeon and an x-ray revealed a small hairline fracture on her left fibula which she attributed to the fall. No medical treatment was provided. The sample was not returned for evaluation. Without a sample, a root cause has not been determined. Sample not returned.